Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, after retracting the foot the suture and device were stuck in the artery and could not be pulled out. After cutting the suture, the device and suture were pulled out from the vessel and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be in training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. No anomaly observed on the device. The device was returned in a pre-deployed state, with the foot parked within the guide and lever in the number 1 position. Analysis would suggest the proglide device was deployed correctly through step 2 (plunger deployment). During step 3 (plunger retraction), the plunger was only pulled out of the handle until the blue suture was exposed and the device was attempted to be removed. Since the suture was not pulled to complete tautness, the posterior guide channel still had 2 strands of suture within. The anterior guide channel would still have the single suture strand. This would result in the resistance reported during device removal and the eventual suture removal from the vessel. The suture will remain in the bearing area, as it was held in place by the length within the respective guide channels. The remaining tucked suture was most likely removed from the guide channels post process. This would be similar to the experience reported. The evaluation indicates that operator deployment technique influenced the reported experience. Based on visual inspection and functional testing, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.